Event description:
This customer has encountered issues where the automatic edge detection has picked an orthopedic implant as the edge of the collimated area. During post processing it was possible to correct this for most images. However, for on e image the cropping could be re-positioned but the masking could bot be moved. So, the anatomy is blocked in the exported mage. Patient had to be repeated image complete exam.

Manufacturer narrative:
Gender information was not provided. (B)(4).